Event description:
It was reported that the handpiece continued to run on its own prior to a surgical procedure. There was no pt involvement. There were no adverse consequences to the user. The case was completed successfully as planned with another device.

Manufacturer narrative:
At this time, the account had not yet returned the product for investigation.